Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg would not communicate with external devices. The ipg was deemed inoperable and was replaced with a new one. Stimulation therapy was established postoperatively.